Event description:
It was reported that the ipg was protruding and the patient was experiencing pain at the ipg site. Lidocaine patches were applied to the implant site.

Event description:
It was reported that the ipg was protruding and the patient was experiencing pain at the ipg site. Lidocaine patches were applied to the implant site. Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and the device remained implanted.